Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information received: please clarify what is meant by, the staples of the distal end were doubly deployed. This is not clear. Was the staple line complete? Yes. What was the shape of the staples (b-formation, irregular, legs straight)? Irregular.

Event description:
It was reported that during a semi-open gastric resection, the staples of the distal end were doubly deployed at the first firing on the duodenum. The staple height was blue. Buried suture was performed to complete the case. There were no adverse consequences to the patient. No device will be returning.